Event description:
It was reported the patient fell and has had pain in her back at the incision since. Swelling was noted at the incision site. X-ray was taken and showed no anomalies. The doctor thinks it is hematoma that may heal over time. No further intervention is planned at this time.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the hematoma has fully resolved.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.